Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one unused bed bag was received without the original packaging. Visual evaluation noted the inlet tubing had two bends in the inlet tubing. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be incorrect/ lack of training. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contains or presence of phthalates: di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. A space has been provided for you to write the date on which the urine bag should be changed. Please follow local policy regarding how long the bag can remain in place. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the tubing on the night bag was bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing on the night bag was bent.